Event description:
Caller reported a cgm error and an issue with time settings after a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to perform a pump reset, which resolved the cgm error, and successfully started their sensor session. Further troubleshooting for the time settings and pairing code issues was to be conducted in another case.